Event description:
It was reported that the patient lost a lot of weight and as a result the implantable neurostimulator moved. The stimulator was sideways and causing the patient pain. The patient had not used the stimulator in (B)(6) and had it removed. A manufacturer representative was not present to unhook the leads, so the wires were cut. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).